Event description:
It was reported that the pump had a motor stall and it was unknown if it had recovered. No diagnostic testing was required. It was unknown if the issue was resolved. As a result the pump was explanted and replaced. It was unknown what medication this device system delivered at the time of the event. It was also unknown if the patient experienced any symptoms. However, at the time of the report the patient's status was reported as alive-no injury. Please note the date of event, implant, and explant dates were reported as approximate. Additional information was requested to clarify event details, symptoms, medication, and the patient¿s current status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device system was infusion morphine with a concentration of 30 micrograms per milliliter ( ug / m l) at a dose of 11.984 ug /day. Analysis revealed that the pump had gear train anomalies including corrosion and/or wear and/or lubrication, stall due to shaft-bearing, and stall due to gear pinion. The pump head also had pump tube binding. Conclusion code 92 no longer applies to this event.